Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was successfully implanted, however upon attempt to remove the associated guide wire from the lead, the physician could not remove all of the 0.14 competitor guide wire. A small portion of the guide wire was left inside the lv lead. The physician cut the guide wire at the lead pin. The lv lead remains in use. No patient complications have been reported as a result of this event.